Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 300 units of insulin during the load sequence. Reportedly, the customer was using cold insulin as well as not removing air while filling the cartridge. Tandem technical support educated the customer on proper fill techniques. A new cartridge was loaded to resolve the issue. There was no adverse impact to the customer's blood glucose level.